Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight unknown / not provided, lot number unknown / not provided , UDI not available.

Event description:
The doctor reported that an iunihg screw fractured inside the loaded implant. The doctor reports that the procedure was concluded with another implant and that the patient did not suffer any negative impact on his health as a consequence of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned. Visual inspection via naked eye and camera magnification identified fractured screw inside the implant. Damage observed on returned implant due to removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Per: pre-existing conditions noted on the complaint: smoker. Bone density type ii. The reported device was located on tooth site #46 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/04/08; instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019; information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general; considerations' and 'adverse effects'; per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed for the iunihg screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: complaint history review via item number was performed for the iunihg screw dating back 12 months from the notification date for similar events, using complaint category keywords : fracture screw and revealed no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: september post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.